Manufacturer narrative:
Device evaluation the evercross pta balloon returned in its post inflated state visual inspection under a microscope shows a tear on the balloon at approx. 4.2cm proximal to the distal tip. Both marker bands are visible and intact. A kink/stretching is noted just proximal to the proximal marker band. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use evercross pta balloon during procedure to treat a moderately calcified plaque lesion in the mid superficial femoral artery (sfa) with 70% stenosis. The vessel was little tortuous. A pressure pump was used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing device from hoop/tray. The device was prepped per IFU with no issues identified. It was reported that balloon inflation difficulties was observed during balloon inflation at 12atm. No balloon burst occurred. No leak present. No balloon damage noted. Balloon was under inflated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device. Balloon was safely removed from patient. Another balloon of the same model was replaced with, and the operation was successfully completed. There was no patient injury. When the device was returned for evaluation, it was noted that the balloon was damaged